Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a caregiver requested assistance in spanish to perform a factory reset of an ilet system after observing unusually frequent or inappropriate meal announcements, suggesting incorrect meal size entries or use patterns. Symptoms included no adverse clinical effects reported. Outcomes included no medical intervention, hospitalization, or device replacement reported. Investigation included multiple outreach attempts by support to coach the user through a factory reset procedure. Investigation of this case revealed insufficient information to confirm a device malfunction, and the issue appeared related to user operation of meal announcements rather than a hardware or software failure. It was concluded, based on previously established findings for similar reports, that the most likely cause was user interaction or use error.